Manufacturer narrative:
Apoc incident # 691270. Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/26/2016. Retain product was tested and functioning according to specification. Return product is not available for investigation. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridges from chem8+ lot h16018 were tested using whole blood and I-stat level 2 control. The customer complaint was not reproduced. The test results met the acceptance criteria found in q04.01.003 rev. Y, appendix 1- product complaint level 2 and level 3 investigation procedure. The investigation confirmed that the cartridge lot is performing to specification. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. There were no repeats on the I-stat. The procedure for how the samples are to be handled was provided, but not the actual handling for these specific samples. Based on the I-stat 34 result and the result from another manufacturer being 21.9 and the limited information, there is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(4) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant hematocrit (hct) and hemoglobin (hgb) result on a (B)(6) male patient presented with coronary artery disease. There were no injuries associated with this event, the patient was treated based on the lab results. There was no additional patient information available at the time of this report. There was no repeat on I-stat. Return product is not available for investigation. Method: date: tested: hgb: hct:. I-stat, (B)(6) 2016, 11:50, 11.6 g/dl , 34.0 % (no retest). Sysmex, (B)(6) 2016, 12:00, 7.5, g/dl 21.9 % . Patient received 1 unit packed red cells based on: sysmex 16:50, sysmex 9.4 g/dl, 28.1%. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) to (B)(6) 2017 at abbott point of care(B)(6).